Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This is a report by a consumer from (B)(6) with follow up information from the pd nurse of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. It was unknown as to the cause of the peritonitis. Dianeal therapy was ongoing. An opinion of causality for the event of peritonitis was not provided. Follow-up information from the pd nurse was received on (B)(6) 2011. This case was medically confirmed. The pd hcp (healthcare professional) confirmed that on (B)(6) 2011, the patient was hospitalized and diagnosed with peritonitis. Treatment included vancomycin (drug, dose and start/stop dates not reported). On (B)(6) 2011, the patient was discharged. At the time of this report, the patient had received his last dose of vancomycin. On an unreported date in 2011, the patient recovered from the peritonitis. Concomitant medications were not reported. The nurse could not identify the cause of the peritonitis and stated she could not be positive that it was a break in aseptic technique. The nurse reported that the event of peritonitis with (B)(6). Was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h11b24052 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.